Event description:
The user reported that during a dialysis catheter exchange, resistance was felt with the wire and catheter. The wire started to unravel in the replacement dialysis catheter lumen during placement. The physician removed the catheter and wire together. Once the catheter and wire were removed from the pt, the wire was removed from the catheter and the catheter was reinserted over the secondary wire. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed. Method - process evaluation.